Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ascenda catheter model 8781, lot# 0205534751, implanted: 2012-(B)(6), explanted: unk.

Event description:
It was reported that during the pump implantation procedure, at the catheter insertion stage the catheter was not visible under fluoroscopy. Physician decided to replace it with the old model 8731sc. Patient sustained no injury. Drug delivered via the pump was noted as lioresal 10mg/20ml.